Event description:
Additional information was received that the patient was experiencing dyspnea prior to reprogramming.

Event description:
During a follow-up, the rate response settings on the leadless pacemaker (lp) were too sensitive for the patient. The lp was reprogrammed to resolve the event. The patient was in stable condition.